Manufacturer narrative:
(B)(4). Batch #: v9626c. Additional information was requested and the following was obtained: no clinical consequence observed on the patient for now. The surgeon was inspected the patient's abdomen in order to ensure the absence of remained fragments. A medical follow-up is planned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic adnexectomy operation, after using the cutting function for about an hour and when using the coagulation function, one of the jaws of the device was broken. The surgeon removed the jaw of the device and the small gold part. The surgeon inspected the abdomen for fragments. Another device with the same lot was used.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the cable cut off. Upon visual inspection of the returned sample revealed that the nslg2s35 device was returned with the upper jaw detached and it was returned. In addition, the top of the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.